Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, the customer reported that the touchscreen was delayed in responding to the customer's input. The customer provided a blood glucose (bg) of 173 mg/dl. System check with tandem technical support confirmed that the touch screen was operating properly. The customer continued to use the pump for insulin therapy.